Manufacturer narrative:
Analysis was performed by remote service personnel which included communication with the customer. It was clarified that the customer was not alleging a failure of the device but was inquiring if pvcs should be detected by the philips monitor. It was confirmed that the system was functioning as designed and configured. Based on the results of the information available, the product was confirmed to be operating per specifications, and the cause of the reported problem was the monitor was not configured to alarm for arrhythmia. The customer was provided the information they requested regarding the normal function of the alarms and configurations. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. This complaint is a supplemental to 9610816-2026-100648 due to incorrect registration number used.

Event description:
Philips received a complaint on a patient information center ix indicating that the monitor is not alarming as expected for premature ventricular contractions (pvc). The device was in use on a patient at time of event, there was no adverse event reported.